Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas alleging that the pump felt hot to the touch when the pump's battery was replaced. At the time of the call the patient denied any visible evidence of moisture ingress.

Manufacturer narrative:
Device evaluation submitted 11/19/2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint regarding pump and battery overheating could not be duplicated during the investigation. No defects were found. The black box verifies a "low battery" warning followed immediately by a "replace battery" alarm at 4:21am on (B)(6) 2012. The battery was not returned with pump for investigation. Battery compartment and cap are intact with no physical damage or evidence of moisture damage. The pump powered on normally and exercised for 6 hours, no overheating or alarms were duplicated. The electrical current draws were found within specification. Verified current draw is less than 1a on home screen (no motor movement). Verified current draw is less than 1a during motor movement. The pump cover was removed no evidence of internal moisture found. No defects found to power flex or battery connections.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.